Manufacturer narrative:
The subject device was evaluated. Device evaluation and inspection found irregular color tone (magenta only or green only image). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported image issue, abnormal color tone (magenta, green only color. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that the defect of image sensor unit or failure of internal board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.